Event description:
It was reported that during a rotational atherectomy treatment procedure, the patient expired. The target lesion was located in the left circumflex (lcx) artery to the diagonal. The physician advanced a rotalink burr to the lcx and performed ablation. Angio was performed and an unspecified stent was placed. Atherectomy was being performed in the diagonal when the patient coded and later expired.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).